Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during the infusion set change and insertion of reservoir the customer noticed that the little piece of plastic broke off and the insulin pump alarmed no delivery. The customer further reported that he was able to prime the set after going back to the first infusion set and changing it to the another reservoir. The customer's blood glucose level was not provided at the time of incident. Trouble shooting was performed for the no delivery alarm. The customer stated that the no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir will not be returned for analysis.